Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, an incision &drainage with a poly swap was performed due to infection; however, responses to the requested clinical documentation were not provided. Therefore, the root cause and patient impact beyond that which was reported could not be fully assessed. No further medical assessment is warranted at this time. Should additional clinically relevant documentation/ information become available, the clinical/medical task may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Reference: case-(B)(4).

Event description:
It was reported that a revision surgery was performed due to infection. Incision and drainage were performed, and the poly was exchanged. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.